Manufacturer narrative:
Reliability analysis evaluated four open/used reservoirs. Performed pre-fill reservoir testing and found no leakage anomaly during filling. Also performed visual inspection and found transfer guard needle not centered. The transfer guard needles were found not parallel to the transfer guard body axis. Inspected the reservoir's o-rings/stopper groove for anomalies, and none were found. Ran basal, bolus leaking test and no leaks were noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there was a reservoir leak due to a faulty transfer guard. The leak occurred while drawing insulin from the vial. The patient's blood glucose at the time of incident was in the 400 mg/dl range. The patient treated via manual insulin injection. During troubleshooting the customer found that the needle was not straight. The reservoir and transfer guard will be returned for analysis.